Event description:
It was reported to philips healthcare that the heartstart xl displayed a 4000 error code (pacer failure) message. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.